Manufacturer narrative:
Follow-up #1 date of submission 05/11/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/12/2012 with the following findings: the keypad was found to be intact. The audio bolus button cover was found to be missing but still responding to button presses. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service the up arrow and contrast keypad buttons were intermittently responsive during. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, the internal battery was found to be corroded. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.